Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the x-ring. This report is being filed as part of the pentax backlog management plan.

Event description:
There is a leaking between lg connector and rotatable plug, caused by the damaged x-ring. The time of event is unknown. There was no report of patient harm.